Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula fractured while in the body. The sensor cannula was no longer in the body. The customer¿s blood glucose level was 114 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used sensor.